Event description:
No fluoro after software upgrade. After mandatory sedecal integrated console flash card upgrade, the fluoro is not working intermittently the default configuration step was not performed and so the sedecal was in rad only mode instead of r/f. Even after performing this step, the system still will not fluoro. Cycle power on the gim box to no avail. Nothing wrong upon checking the service mode at the generator interface settings. No interlocks indicated at the table or sedecal. Rotor does kick on, but no fluoro is produced. Patient was moved to another room to finish. No reported injury.